Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. The device remains implanted. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A customer reported following a micro-glaucoma filtration device implant procedure, there was an 'issue. Additional information indicated that at day one postoperatively, the patient had hyphema and visual acuity is light perception.

Manufacturer narrative:
No sample has been returned for evaluation for the report of unspecified issue, hyphema, and lp at post op day 1; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there is one additional complaint associated with the lot for the reported issue. Because a sample was not returned and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for the customer complaint issue cannot be determined. No information is provided regarding the presence/absence of intraoperative complications during device implantation, or regarding device failure. Possible root cause is that postoperative hyphema is a known risk associated with device implantation. The generally transient condition may affect patient vision (if severe enough) until the condition resolves. This risk is clearly identified in the product labeling. The manufacturer internal reference number is: (B)(4).